Manufacturer narrative:
Additional information received on 15 may 2017 and includes: the surgeon revised a size 412mm gmk-sphere insert and implanted a size 4 11mm gmk-sphere insert. Batch review performed on 07 june 2017. Lot 163073: (B)(4) items manufactured and released on 04 august 2016. Expiration date: 2021-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to abnormal bleeding. The cause of the abnormal bleeding is unknown. The surgeon revised the poly. The surgery was completed successfully. X-rays and explants are not available.